Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away while wearing an insulin pump. The customer's spouse stated that the cause of death and the customer's blood glucose level was undetermined. The customer's spouse also stated that prior to the event, the customer had woken up, complained of heartburn, and vomited. Furthermore, the customer's spouse stated that the customer was gasping and making gurgling noises when he returned to bed. The customer's spouse stated that she contacted paramedics and the customer was declared dead after being transported to the hospital. Nothing further was reported.